Event description:
Patient here for tunneled dialysis catheter exchange. Since the catheter cuff was deeper, the cuff site was identified and anaesthetized with 2% lidocaine. A half a centimeter incision was made at the cuff site and with blunt dissection the cuff of the catheter was freed. However, when catheter was clamped, it became severed at the cuff. The proximal segment was clamped, and wire was introduced, the wire positioned in the inferior vena cava, and catheter was removed over the guide wire.